Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device remains implanted in patient.

Event description:
It was reported that an expired device was implanted into the patient.

Manufacturer narrative:
The reported event could be confirmed since as per the device information, it expired on 31st october 2022 while the surgery happened on (B)(6) 2022. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Information regarding the device, including its expiration date is clearly available on its packaging. Therefore, it is the responsibility of the operating surgeon and the staff to check that before the surgery. Even, if the shelf life is exceeded, it is recommended to re-sterilize the device before use. This is required as per IFU. In case of the expiration of shelf life stryker cannot guarantee the performance and safety for use. Re-sterilization is only possible for those devices where stryker explicitly describes a re-sterilization process it in the IFU. The risk of infection will increase with the time passed after the expiry date which is printed on the packaging. Within the labelling there are statements referring to the expiration of shelf life, : ¿in the event of contamination, expiration of shelf life, or in the case of products supplied non-sterile, the product must be subjected to an appropriate cleaning process and sterilized by means of a validated sterilization procedure before use, unless specified otherwise in the product labeling or respective product technical guides.¿ if the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that an expired device was implanted into the patient.